Manufacturer narrative:
Serial numbers: (B)(4). For 3 of the 4 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 1 event, the base assembly and caster were replaced. It was recommended to change the flow sensor and to use a test lung when checking the system. For 2 of the reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported event. A recommendation to replace the caster was provided to the hospital, but service was declined. For 1 of the reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event.

Event description:
This report summarizes 4 malfunction events. A review of the events indicated that model 1505-9000-000 critical care ventilator experienced detached components. 2 events were reported for detachment of casters from the trolley, 1 event reported the caster detached from the unit, 1 event reported as detachment of a caster from the base area. These reports were received from various sources. Of the 4 events, 4 did not involve patients.